Manufacturer narrative:
The insulin pump passed operating currents, a21 error test, and the displacement test, however, the unit alarmed a compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. Analysis was unable to perform the occlusion, prime/compromised force sensor system, and excessive no delivery test due to a compromised force sensor system alarm. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor system alarm and that insulin was squirting out during manual prime. The blood glucose level was unknown. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product back for analysis.